Event description:
When the customer first activated the pod her bg was 85 mg/dl, 2.5 hours later after eating and administering a correction bolus (amounts unk) her sugar registered 360 mg/dl. She corrected "a few times" and an hour later she was up to 390 mg/dl. She then manually injected 7 units of insulin and "immediately she dropped." She then removed the pod. The product will be returned for eval.

Manufacturer narrative:
The returned product was evaluated and no evidence of any mfg defect was detected. An air bubble, equivalent to 10 to 12 units of insulin in size, was found in the device's insulin reservoir. This typically occurs due to the customer injecting air during the fill process, rather than a mfg process issue or product defect. User error is confirmed as having caused the pod to fail to perform its essential function. The omnipod's user guide instructs users on proper filling technique and warns to "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in high blood glucose levels. Insulet has initiated an internal investigation to determine if education and training related to this topic can be improved. The investigation is in-process as of the date of this report. Product lot qualification records were reviewed and found to have met all acceptance criteria.